Event description:
It was reported by the customer that a bd pyxis¿ es server patient's order was not crossing over to station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device involved in the incident, it was determined that the patient's order had not crossed over to the station. A technical support specialist (tss) dialed into the server, ran a server downtime query, and verified that communication between the cce and the es server was active with no disconnected flags found. No critical notices were observed on the health sight viewer. The issue was discussed during a callback. User were able to retrieve medications in the meantime. A follow-up check confirmed that the system was functioning properly. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient's order was not crossing over to station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.